Event description:
The patient experienced intermittent shocking sensation, that went up to his right knee, with his previous ins. It felt like a surge and then the device would turn itself off. This only occurred when he was welding which is his profession. It was confirmed that the patient was always able to turn the ins back on after it would power off after the jolt. The ins eventually depleted of power due to normal use and was replaced. It was noted that the complaint of shocking was mentioned after the patient was in the recovery unit and the device had already been disposed of.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3987a, lot# lc3243, implanted: 2004 (B)(6); product type lead. (B)(4).